Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.

Event description:
The customer reported the system would not display a viewable fluoroscopic live image. There is no report of pt injury or death.